Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Observed sensor plug was properly seated in the mount. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Perform sim vivo testing all results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the customer received error message, "replace sensor," when scanning the adc freestyle libre senor. On (B)(6) 2020, the customer awoke feeling cold, sweating, and experienced dizziness, and was found by his mother having a seizure and losing consciousness. Emergency services were called, and the customer was treated with IV glucose 300mg and 9000mg of IV glucose for a diagnosis of hypoglycemia. The customer was then taken to the hospital but it is unknown what, if any, further treatment was administered as the caregiver did not follow ambulance. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported the customer received error message, "replace sensor," when scanning the adc freestyle libre senor. On (B)(6) 2020, the customer awoke feeling cold, sweating, and experienced dizziness, and was found by his mother having a seizure and losing consciousness. Emergency services were called, and the customer was treated with IV glucose 300mg and 9000mg of IV glucose for a diagnosis of hypoglycemia. The customer was then taken to the hospital but it is unknown what, if any, further treatment was administered as the caregiver did not follow ambulance. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received error message, "replace sensor," when scanning the adc freestyle libre senor. On (B)(6) 2020, the customer awoke feeling cold, sweating, and experienced dizziness, and was found by his mother having a seizure and losing consciousness. Emergency services were called, and the customer was treated with IV glucose 300mg and 9000mg of IV glucose for a diagnosis of hypoglycemia. The customer was then taken to the hospital but it is unknown what, if any, further treatment was administered as the caregiver did not follow ambulance. There was no report of death or permanent injury associated with this event.